Event description:
It was reported that when the perfusionist was trying to decrease the speed on the centrimag, they noticed that the speed was set to zero and when the speed was increased, it stopped again. The motor and console were switched to the backup but the speed was still unable to hold. A clot was thought to be in the circuit so the blood pump circuit was exchanged. Related manufacturer's reference number for the exchanged blood pump: 3003306248-2022-10697. Related manufacturer's reference number for the exchanged console: 3003306248-2022-10695.

Manufacturer narrative:
Patient identifier has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Related MFR numbers # 2916596-2022-10944 and # 3003306248-2022-10708 manufacturer's investigation conclusion: the reported events of the system stopping atypically with flow blanking and atypical alarms were confirmed via the log file extracted from the returned centrimag console (serial number (B)(6). On the reported event date of 18may2022, the system was observed to be operating at ~4600 rpm / ~3.3 lpm. On 18may2022 at 9:23, the system was observed to have atypical stopped, as the speed and flow fell to 0 rpm / lpm while the motor and flow probe indicated they were still connected. The set speed was observed to have been set to 0 rpm at 9:24 after the system was already stopped, consistent with the reported event. Then, the speed was ramped back up to 4600 rpm. At 9:24, an s3 alarm became active as a result of an active sf_ifd_shutdown_detected fault. After this event, speed dropped to approximately ~3000 ¿ 3100 rpm, correlating to an m5: set speed not reached alarm, and the flow reading was blank, displaying as 0.0 lpm. The system¿s speed was attempted to be reset to 4600 rpm; however, the speed remained around ~3000 rpm. The set speed was gradually decreased, and the motor was able to operate at set speeds when the rpm was set under 3000 rpm; however, flow reading remained blank due to the s3 alarm. An m4: motor alarm was also observed within the same minute of these events (9:24), and this alarm cleared after the set speed was set under 3000 rpm. The system was observed to have been manually shut down at 9:25, and the system was not observed to have been in patient use throughout the remainder of the log file. The returned centrimag motor (serial number (B)(6) was functionally tested at the service depot and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing, even when the motor¿s cable was manipulated by hand. The s3, m4, and m5 alarms in addition to the flow blanking and speed dropping to ~3000 rpm, all correlating to the atypical ifd_shutdown event within the log file, were determined to be an issue with the returned centrimag motor. The motor was also observed to have been recalibrated at zurich in nov2019. These events were not reproduced during testing, the root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number l05572-0007, showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I-2nd generation centrimag primary console alarms and alerts" contains a list of console alarms and alerts, including system and motor alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's reference number for the exchanged mag monitor: 3003306248-2022-10697.

Manufacturer narrative:
Information regarding the thrombus and any investigation findings will be included under MFR# 3003306248-2022-11280. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon preparing the patient to transport to the or, lines were placed laying to the patient on the bed for transport and the perfusionist was pushing the extracorporeal membrane oxygenation (ECMO) cart. While still in the room, flow was lost suddenly. The perfusionist tried to troubleshoot by checking if the flow probe was not off and repositioning it. However, the no flow persisted as the left ventricular assist device (lvad) and patient parameters were changing accordingly. The perfusionist attempted to decrease revolution per minutes (rpms) thinking it would be a bad suction event but the rpms were already at 0 rpm. The pump was restarted but it was shutting down to 0rpm quickly. The motor heads and consoles were changed and rpm was regained with minimal flow. An emergent bedside exchange was then performed and flow was regained along with patient stability.